Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex control unit and a prismaflex set, a patient coded and subsequently died. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
H10: a qualified technician inspected the device on site. The visual inspection and a simulated treatment did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The prismaflex control unit was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.